Event description:
It was reported that the patient experienced difficulty using this inflatable penile prosthesis (ipp) pump; therefore, a surgical procedure was performed to remove and replace the component with a tenacio pump. No patient complications were reported.